Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: . Visual examination of the returned product/provided pictures identified the impactor returned shows signs of use. The strike plate of the device has some gouging and the handle has nicks and gouges. The poly impactor tip is chipped/fractured and also has damage to the inner portion of the tip. The strike plate is not seated completely against the handle of the device and unable to move in either direction to tighten or loosen the strike plate. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed by returned device. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: event occurred in canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that upon receiving the impactor, the tip of the device was noticed to be broken/chipped and the base was noted to not be flush. As a result, the center refused to sterilize the instrument for use. Attempts have been made and no further information has been provided.